Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one week after device implant, low battery was noted. During the implant and the post implant check, the longevity display showed a full, normal battery capacity. Upon further investigation, the temporary battery voltage drop was likely due to exposure to cold temperatures. This drop resulted in a battery longevity data anomaly. The battery voltage had returned to normal voltages. Patient will continue to be monitored normally.